Event description:
Pt was at home with IV antibiotics, returned to the hosp as the line became dislodged, with distal portion remaining in situ. The device had been in the pt for 18 days. Pt was discharged from the hosp in 2008.

Manufacturer narrative:
An examination of the returned opened and used device confirmed the validity of this report. We can advise this device is visually inspected 100% prior to further processing. We are unable to determine how/why this situation may have occurred, however, we have notified the appropriate personnel and will continue to monitor this device.